Manufacturer narrative:
Date of death is estimation. If information is provided in the future, a supplemental report will be issued.

Event description:
The caller was a prospective patient who reported that their friend¿s mother had a stimulator similar to the one she was going to get. The caller stated her friend told her their mother died due to the device, that it was thought to be related. The friend told the caller that it interfered with other organs in her body such as urinary tract, bladder and kidney. The friend¿s mother passed away sometime this year. Further information received from the prospective patient noted that the death was what was told to her but there was no way it could be proven and she had no further information about the situation. No device issues reported.